Event description:
It was reported that during set up / inspection for use, the subject flexible scope device had a "bulge" at the end of the distal sheath, which prevented the endoscope from passing through sheaths 10 and 12 impossible to perform the examination. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: d9 (date returned to mfg), h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion part of the a-rubber was stretched and leaking. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.